Event description:
It was reported that during set up for a da vinci s prostatectomy procedure the surgical staff observed the system message preventative maintenance message. In an attempt to clear the message the site applied emergency power off multiple times and reseated cables from the back end of the system; however, the message persisted. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system message experienced by the site was associated with the system video processor printed circuit assembly (svp pca) board. The s5vp pca is the video processor for the system which creates the display for the high resolution stereo viewer. The system was repaired by replacing the affected svp pca board the svp pca was returned to isi for evaluation, however, engineering was unable to replicate the customer reported failure mode. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.